Event description:
Caller indicated the relion confirm meter was giving variable readings. Caller stated on sunday she took a reading around 12:45 and got 55. She thought that was not possible so took another test and got a reading of 225. She was confused so took a third reading and got 229. After the third reading, dosed herself according to the two readings in the 200¿s. She stated that 2-3 minutes later she started feeling weak and tingly so she knew her sugar was too low. She immediately ate a banana, cheese and drank a coke and started feeling better 30 minutes later. She really believes meter is not working properly. She has had the meter for six months and never had this happen before. She is doing everything properly; washing hands, changing lancet and she storing everything in her bedroom or sometimes in her purse when she is going out. Controls not used. Replacing product and will send solution.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.